Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with a small infiltrate with an epithelial defect in the left eye at post treatment. It was stated that the patient did not experienced loss of best corrected visual acuity (bcva). The patient complained of burning and redness. Topical steroids were increase. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -1.25 x -1.00 x 140, left eye pre-op 20/20 -1.25 x -.25 x 20.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Manufacturing date was reported initially as december 2007 however, the manufacturing site reported the date as only 2008.